Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker battery was suspected to be depleting prematurely. A request was made for technical services to review the device data in the remote monitoring system. However, the patient has not set up their communicator so there is no data available. Technical services requested the local sales representative to obtain data so analysis of the battery can be performed. At this time, no appointment has been scheduled for the patient to be seen in the clinic. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker battery was suspected to be depleting prematurely. A request was made for technical services to review the device data in the remote monitoring system. However, the patient has not set up their communicator so there is no data available. Technical services requested the local sales representative to obtain data so analysis of the battery can be performed. At this time, no appointment has been scheduled for the patient to be seen in the clinic. It was later reported that the patient had started using their remote monitoring system. Technical services reviewed the available data and confirmed there were no abnormal faults or resets, and the battery was not depleting prematurely. However, the power consumption was elevated due to the device sensing persistent high atrial rates of about 340 bpm since february. It was recommended to program the device to a non-atrial based brady mode, to reduce the high rate atrial sensing and reduce the power consumption. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device. There is no reportable observation, as this is normal and expected device behavior, and there was no serious injury to the patient. Therefore, boston scientific no longer considers this to be a reportable event.